Event description:
During surgery, the surgeon assembled the pin and outer/inner introducer. When the surgeon checked stability of the pin, fixation of introducer and pin were unstable. Afterwards, the surgery was completed without problem.

Manufacturer narrative:
The device was not returned for investigation and no detailed info about the complaint event was provided and therefore, no conclusions can be made how the failure occurred. The mfg documents, the inspection protocol and the raw material certificate of the affected device were reviewed and no deviation from spec was noted, therefore a mfg or material related issue can be excluded. If the device is returned or more related and relevant info becomes available the investigation report will be updated.